Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery alarm and had a high blood glucose value of 417 mg/dl. The customer declined troubleshooting for a high blood glucose value. Troubleshooting was performed but was not able to resolve the issue. The device will be replaced but not returned for analysis.